Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, it was reported that an unspecified malfunction alarm occurred. Reportedly, the customer dropped the pump. Customer¿s blood glucose level was 182 mg/dl. The customer reverted to an alternate method in insulin therapy.